Manufacturer narrative:
The pump has not been not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was equal to or less than 40 mg/dl with no associated symptoms reported. It was reported that the patient was treated with food regimen and did not receive any other treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. It was alleged that the pump¿s insulin on board (iob) feature was not calculating correctly into the bolus total. Customer support agent conducted a test iob calculation with the reporter and determined that the pump was subtracting iob amount correctly. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the iob feature was functioning properly.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported insulin on board (iob) issue was not duplicate in the evaluation. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus was delivered and recorded correctly in the iob status screen. Bolus values was calculated based on blood glucose value and carbohydrate values, and then programed with blood glucose above, below and within target. Pump adjusted the calculated amounts correctly. The iob feature was functioning correctly.